Manufacturer narrative:
As reported, the optifix at did not penetrate the cooper's ligament, ¿although it could have been close to the pubis.¿ the device was not returned for evaluation, as such no conclusions can be made as to whether the device was a contributing factor. However, based on the events as reported, the issue may have presented due to user/device interface while the surgeon was attempting to fixate into bone. The precautions section of the instruction for use (IFU) states, "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength." Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, during a tepp laparoscopic inguinal repair procedure on (B)(6) 2020, the first tack of the optifix at did not penetrate the cooper's ligament, although it could have been close to the pubis. The surgeon tried multiple times and then tried to fire outside the body and the device still did not work. After this, all subsequent tacks just fell out the tip of the instrument, the surgeon even tried to fixate anteriorly on muscle. There was no reported patient injury.